Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The pump did not switch in stop mode by itself. The acoustic and vibration alarm was tested within the short test and meets the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, the patient reported that he woke up in the middle of the night with a blood glucose level of 335 mg/dl. His normal blood glucose range is 110-150 mg/dl. He attempted to bolus, but was initially unable to because his infusion device was in stop mode. He stated that the infusion device did not beep or vibrate before switching to stop mode. He stated that this had happened on another occasion. The patient was able to correct his blood glucose level via a bolus of 7 units of insulin with the infusion device. There were no errors in the device history. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.